Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Replaced circulation pump. A 2000-hour pm was completed on the device. As part of the pm, replaced the mixing pump, heater, and drain valves. Exchanged water and cleaning solution, performed sensor calibration and stk/mtk. Functional and safety tests performed. Device with no errors. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: f, h. The complete initial reporter phone number is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during preventative maintenance the circulation pump needs to be replaced in an arctic sun device. Per follow up information received via task on 11nov2024, device would be repaired in the hospital by crs. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. No patient involvement.

Event description:
It was reported that during preventative maintenance the circulation pump needs to be replaced in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.